Event description:
New information received noted the patient presented to the clinic on 09 jul 2019 and the device was reprogrammed to prevent oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor exhibited inappropriate tachycardia episodes due to post-sensed t wave oversensing. No clinical consequences occurred as a result. The patient was in stable condition. No intervention was reported.